Manufacturer narrative:
Concomitant medical products: d354trg device, implanted: (B)(6).

Event description:
It was reported that the left ventricular (lv) lead triggered an impedance alert for an out of range, or undefined, lv tip to right ventricular (rv) coil impedance value. It was noted all other lead impedances were stable. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated a confirmed lv lead fracture, along with an additional undefined impedance value, no sensing and there was no pacing threshold due to the highest output not capturing. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.